Manufacturer narrative:
Continuation of d10: product ID: 978b128. Lot# va29nbz. Implanted: (B)(6) 2020. Explanted: product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2021-apr-15. (B)(6). (Rep, hcp): information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gast rointestinal/pelvic floor therapy. It was reported that the patient's healthcare professional (hcp) contacted the rep to report this event. The patient had reported bowel issues and had a colonoscopy. Findings show the lead was in the rectum. No circumstances that could have led to the issue were reported; the patient denied any falls or trauma. A CT scan and colonoscopy (flex sig) were used to diagnose the issue. The patient was seeing clinical efficacy, but upon seeing the images, the hcp decided to explant the device. Surgical intervention was scheduled to explant the device on (B)(6) 2021. 2021-apr-21 e1 (hcp, rep): additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). In response to requested clarification regarding the lead being found to be in the rectum, it was reported that the lead had migrated and perforated the rectum. No other organ was perforated. The only symptom that the patient had experienced with regard to the perforation was a loss of efficacy. The cause of the lead being found in the rectum was unknown. However, the healthcare professional (hcp) suspected "a low grade infection that allowed the lead to tether/erode into the colon. Then months of peristalsis likely pulled it further and further in". Both lead and ins were explanted on 2021-apr-20 and were discarded.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va29nbz, implanted: (B)(6) 2020, product type: lead. Product ID: 978b128, serial/lot #: (B)(4), ubd: 21-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient's healthcare professional (hcp) contacted the rep to report this event. The patient had reported bowel issues and had a colonoscopy. Findings show the lead was in the rectum. No circumstances that could have led to the issue were reported; the patient denied any falls or trauma. A CT scan and colonoscopy (flex sig) were used to diagnose the issue. The patient was seeing clinical efficacy, but upon seeing the images, the hcp decided to explant the device. Surgical intervention was scheduled to explant the device on (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va29nbz serial# implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). In response to requested clarification regarding the lead being found to be in the rectum, it was reported that the lead had migrated and perforated the rectum. No other organ was perforated. The only symptom that the patient had experienced with regard to the perforation was a loss of efficacy. The cause of the lead being found in the rectum was unknown. However, the healthcare professional (hcp) suspected "a low grade infection that allowed the lead to tether/erode into the colon. Then months of peristalsis likely pulled it further and further in". Both lead and ins were explanted on (B)(6) 2021 and were discarded.